Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the heat exchanger is cracked/ leaking. Additional details state machine shuts off alarms.